Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having a hard time removing the battery cap from her insulin pump. Her blood glucose was 500mg/dl at the time of reporting, which she was treating with an insulin pen. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.